Event description:
A (B)(6) female patient contacted zoll customer support to report constant check belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. During the auto-test pulse test a hole in the pulse wire's insulation came in contact with the distribution node pca and the current arced. This resulted in a blown resistor (r768) and dumped the voltage to ground. The cause for the check therapy pad messages and damage to the distribution node pca was the hole in the insulation of the trunk cable to front therapy electrode pulse wire. The root cause for the hole in the insulation cannot be positively determined. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.